Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patient was not showing in station. A technical support specialist run downtime query and advised customer to resend the admit message for 2 patients, reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es 2 patients was not showing up at the actual in station. The customer stated that put the station in critical override to avoid delays for dispensing medications. There were no adverse events or injuries reported based on this event.